Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
Device report from synthes (B)(4)reports an event in (B)(6) as follows: a philos long 5h plate broke post-operatively on (B)(6) 2013. No further information was provided. This report is for a philos 3.5 5ho ti. This is 1 of 1 device for this event reported in complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional evaluation and investigation coordinated by synthes (B)(4) reports the following: the examination of the raw material inspection sheets and the manufacturing papers showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material is in compliance with the international standards iso 5832-2 and astm f67. The dimensions were found to be in compliance with the technical drawing of the producer and ao/asif specifications. Based on the topography of the fracture surface; this is indicative of the implant being subject to moderate dynamic bending loads. Constantly alternating loads led to the fatigue fracture of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.